Manufacturer narrative:
(B)(4).

Event description:
The pump was removed in 2004, because the wound wouldn't heal. The pt believed it was due to her polycythemia vera. It was noted that the pt was reluctant to have it removed since it gave her good pain relief. Additional info has been requested. A f/u report will be sent if additional info becomes available.